Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the bottom row of buttons on her insulin pump's keypad were not working. Customer's blood glucose level was 92 mg/dl. Insulin pump is being replaced. No additional information provided.